Manufacturer narrative:
For the reported malfunction, lot number was provided and a lot history review was performed. The sample was returned for evaluation. The investigation was confirmed for the reported retraction issue, balloon shaft joint break and unconfirmed for the reported device detachment. Based upon the available information, the definitive root cause for this malfunction was unknown. The device was labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model dr80104 pta balloon dilatation catheter allegedly experienced detachment of device component, material deformation and difficult to remove. The information was received from one source. One patient was involved with no reported patient injury. The female patient is 84 years old and weighs 116 pounds.

Manufacturer narrative:
For the reported event, lot number was provided, and lot history review being performed. The sample was returned for evaluation. The company is still investigating the issue at this time. The device is labeled for single use."

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model dr80104 pta balloon dilatation catheter allegedly experienced detachment of device component, material deformation and difficult to remove. The information was received from one source. One patient was involved with no reported patient injury. The female patient is (B)(6) years old and weighs (B)(6) pounds.